Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump had keypad anomaly. Customer's blood glucose value was unknown at the time of incident. The customer stated that the buttons on the insulin pump was seems to be sticky. The insulin pump will not be returned for analysis.